Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 30 mm in diameter and it had an angulation of 25 - 30 degrees. One centimeter distally the aortic neck had a reverse angle making it 's' shaped. It was reported that after the bifurcated stent graft was deployed an apex of one of the infra-renal stents landed inside the ostium of one of the renal arteries. The physician commented this was an anatomical issue. On CT scan the renal arteries appeared as they were directly opposite of each other. An attempt was made to manually pull the bifurcated stent graft down using the delivery system while the ipsilateral limb was still within the graft cover; however, that caused more of the stent graft to deploy. The physician felt it was better to not intervene any further. Additional review of the films from the case showed that flow to the renal artery does not appear compromised; however, without ultrasound of a magnified view it was difficult to asses the percentage of the occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: arterial and venous occlusion. Large 's' shaped aortic neck.